Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury"), post procedural complication ("post removal complications") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test-result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. He0134n) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), psychological trauma ("psych injury"), post procedural complication ("post removal complications") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding,menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test-result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-lot number added. Pt updated of psych injuries. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), mental disorder ("psych injury"), post procedural complication ("post removal complications") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, gen. Abnormal bleeding,menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : events added- pelvic pain, post removal complications, psych injury, abdominal pain, gen. Abnormal bleeding, menorrhagia " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.